Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
On 2015-09-10, information was received from a consumer and healthcare provider (hcp) via a company representative regarding a (B)(6), male patient who was receiving morphine 20mg/ml at 7.002 mg/day, bupivacaine 20mg/ml at 7.002 mg/day, and clonidine 133mcg/ml at 46.56 mcg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. The patient's medical history included brain aneurysms and multiple back surgeries. In (B)(6) 2015, the patient heard his pump alarming and saw code 8476 on his personal therapy manager (ptm). The patient saw their physician and then the pump worked fine. Again on (B)(6) 2015 the patient heard the pump alarm. They, again, saw code 8476 on their ptm. The patient experienced nausea and increased pain as a result. On (B)(6) 2015, the patient was seen by their physician. The logs were read and showed that a motor stall occurred on (B)(6) 2015 at 08:55 with a stopped pump period may exceed tube set on (B)(6) 2015 at 08:55. The motor stall recovered on (B)(6) 2015 at 09:06. Another motor stall occurred on (B)(6) 2015 at 12:04 with a stopped pump period may exceed tube set on (B)(6) 2015 at 12:04. The motor stall recovered on (B)(6) 2015 at 12:21. The patient was given a prescription for pain medications to supplement until pump replacement on (B)(6) 2015. The cause of the stalls was unknown. The patient's status was reported as "alive - no injury." Additional information has been requested regarding the cause of the event and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On (B)(6) 2015, information was received from a consumer and healthcare provider (hcp) via a company representative regarding a (B)(6)-year-old, male patient who was receiving morphine 20mg/ml at 7.002 mg/day, bupivacaine 20mg/ml at 7.002 mg/day, and clonidine 133mcg/ml at 46.56 mcg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. The patient's medical history included brain aneurysms and multiple back surgeries. In (B)(6) 2015, the patient heard his pump alarming and saw code 8476 on his personal therapy manager (ptm). The patient saw their physician and then the pump worked fine. Again on (B)(6) 2015 or (B)(6) 2015, the patient heard the pump alarm. They, again, saw code 8476 on their ptm. The patient experienced nausea and increased pain as a result. On (B)(6) 2015, the patient was seen by their physician. The logs were read and showed that a motor stall occurred on (B)(6) 2015 at 08:55 with a stopped pump period may exceed tube set on (B)(6) 2015 at 08:55. The motor stall recovered on (B)(6) 2015 at 09:06. Another motor stall occurred on (B)(6) 2015 at 12:04 with a stopped pump period may exceed tube set on (B)(6) 2015 at 12:04. The motor stall recovered on (B)(6) 2015 at 12:21. The patient was given a prescription for pain medications to supplement until pump replacement on (B)(6) 2015. The cause of the stalls was unknown. The patient's status was reported as alive no injury. On (B)(6) 2015, the pump was replaced and the catheter was revised. The patient's dose was reduced to 0.9999 mg/day and the patient was given a personal therapy manager (ptm) for breakthrough every hour. The patient was doing well after replacement. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Analysis of the pump found motor gear train anomaly, corrosion, wear and lubrication. Analysis of the pump also found motor gear anomaly stall due to shaft-bearing.